Event description:
It was reported that a perforation of the left atrium occurred during a case while utilizing a navistar thermocol catheter and a new steerable introducer from st. Jude medical, inc. Pericardial effusion without lamponade occurred. The event required hospitalization to monitor hemodynamic parameters. The catheter and introducer were described as "stiff". The patient was reportedly still in recovery.